Manufacturer narrative:
Additional manufacturer narrative - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent an emergent endovascular procedure using three gore® tag® thoracic endoprostheses ((B)(4)) to repair a thoracoabdominal aortic aneurysm. Prior to the device implant, a bypass was established from the aorta to the left renal artery. Also, metal stents were implanted in the superior mesenteric artery and right renal arteries. It was reported that the patient lost 3,860 ml of blood; however it was unknown which specific procedure caused the blood loss. No other issues were observed during the procedure. After the procedure on the same day, the patient developed paraplegia. The cause of the paraplegia was unknown. It was reported that the patient was not treated for the paraplegia, and was discharged on (B)(6) 2010. Subsequent follow-up examinations showed that the paraplegia remained. The physician elected to monitor the patient. No further information is available.